Manufacturer narrative:
Other devices listed in this report: cat. No.: 6020-0030, accolade tmzf hip stem #0, lot code: 34758503, cat. No.: 6260-9-126, 26mm std lfit v40 head, lot code: 35641801. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Manufacturer narrative:
An event regarding pain involving a uhr bipolar component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were received for evaluation. Medical records received and evaluation: not performed as insufficient patient medical records were provided to make a conclusion. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: not performed as there is no product specific failure mode. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Surgeon revised patient's left hip due to patient complaining of hip pain.

Event description:
Surgeon revised patient's left hip due to patient complaining of hip pain.